Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced mesh sling extrusion, urinary retention, stress incontinence, virginal scarring and pain. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to vaginal extrusion of sub- urethral sling and stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh extrusion and bladder problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.